Manufacturer narrative:
Further information from the reporter regarding the event has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device noted no defect was observed. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had ¿the needle came off during injection and the product went everywhere.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.